Manufacturer narrative:
The device was evaluated by zoll medical corporation. Review of the device log shows a large difference between the measured impedances which is evidence of poor coupling between the patient and the electrodes being used. Event logs show initial charge attempt failed due to lead fault; energy was internally discharged. Device was recharged, and the end user was able to deliver 5 consecutive shocks to the patient confirming patient coupling was initially a factor. Zoll recommends that patients are cleaned and hair is clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. Poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.